Manufacturer narrative:
Reference: (B)(4). Investigation: x-review DHR. X-inspect returned samples . Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint condition. The pressure relief valve was found to be out of adjustment. It is set to 12 psi in production and will allow pressure to release at lower pressure if it becomes out of adjustment. The resulting failure is in line with the description as liquid nitrogen would evaporate much quicker and more visible. It would appear to have a leak everywhere but is simply outgassing quicker. A root cause for this complaint condition is not definitively determined but likely due to a loosening of the assembly due extensive use. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Correction and/or corrective action: the unit's relief valve was adjusted and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "unit sprays everywhere when its trigger". Reference repair order # (B)(4). Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "unit sprays everywhere when its trigger" reference repair order # (B)(4).